Event description:
It was reported that on (B)(6), a brevera procedure was performed and when removing the brevera adapter from the patient's breast, it crumbled on the distal end. No harm to the patient reported. No additional information is available.